Event description:
A 6f angio-seal sts plus was selected for use. It was determined that a right femoral artery puncture was appropriate for angio-seal deployment. The device was deployed, and bleeding occurred immediately. Manual comparison was applied for fifteen minutes. The patient's leg became cold and no distal pulses were felt. The patient was sent to surgery for an emergency embolectomy. The surgeon found that the angio-seal had been deployed properly. The patient had plaque on the back wall of the artery that dislodged and blocked the artery. The patient was hospitalized due to this event and is now recovering. When pre-deployment angiogram was reviewed post-procedure, it was noted that the insertion site location was not ideal for angio-seal use.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention.